Manufacturer narrative:
The reported product is an unknown baxter peri-strip. Literature article: akar, e., arif haberal, m., & dikis, o. ¿efficacy of surgical tissue glues and supporters for treatment of prolonged air leaks in bullous emphysema¿. J coll physicians surg pak 2020; 30(1):57-61. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two patients' with radiologically confirmed bullous emphysema, underwent video assisted thoracic surgery for secondary spontaneous pneumothorax in which peri-strips were used. It was reported the patients underwent a wedge resection with a non-baxter stapler supported by peri-strips and coseal which was used at the suture line. It was reported post-operatively, the patient's experienced an unspecified wound infection. The cause of the infection was not reported. Treatment for the event was not reported. At the time of this report, the patient outcomes were not reported. No additional information is available.

Manufacturer narrative:
Additional information: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.